Event description:
A report was received that a pt was experiencing pain at the ipg site and the skin also felt a little rough around the ipg site. The physician prescribed a lotion and assessed that the pt might have lightly bruised the site by bumping into something and that the skin around it was dry. The pt was reportedly doing well.

Manufacturer narrative:
This is the final report.